Manufacturer narrative:
D9: date product returned to manufacturer: 27-mar-24. H6: evaluation codes: added additional appropriate codes. Device evaluation: eighteen (18) total used samples were returned for investigation. 17 items with the reported item number were received. One (1) used sample of with item number 562570r-01was also received. Under a visual inspection of the received samples it was noticed that 15 out of 17 samples (with reported item number) were disconnected at the tubbing part of products. One of the samples have a visual crack that leads to the disconnection. The remaining 1 sample out of 17 was matching the manufacturing drawing. Disconnection on 15 samples was caused by applying an insufficient amount of glue before pushing the tubing into luer lock. No trend of confirmed complaints in relation with this issue was identified.

Manufacturer narrative:
Date returned to mfg: 19-mar-2024 investigation codes: updated. Investigation summary: customer provided a photo. On provided photo it's visible that the tubing is detached from the luer lock. According to the drawing drgmx521r-60st, revision 100 these two parts have to be glued together (using dichloromethane / cyclohexanone (50/50)). Disconnection can be caused by applying an insufficient amount of glue before pushing the tubing into the leur lock. During the production each work order is 100% inspected for solvent present and depth of fit. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that instability occurred at the connection point of the extension. There was patient involvement and blood loss reported, but no medical intervention.